Manufacturer narrative:
Summarized patient outcomes/complications of epic valve used off-label were reported in a research article in a subject population with multiple co-morbidities including hypertension, heart failure, coronary artery disease, prior cardiac surgery, severe tricuspid regurgitation, intravenous drug abuse, coronary artery bypass graft, aortic valve replacement/repair, mitral valve replacement/repair, left ventricular assist device, and maze procedure. Some of the complications reported were surgical intervention (pacemaker), hospitalization, stroke, bleeding, atrial fibrillation, renal injury, tricuspid regurgitation, tricuspid stenosis and structural valve deterioration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instructions for use, "the epic valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. It may also be used as a replacement for a previously implanted aortic and/or mitral prosthetic heart valve." And "precautions: the safety and effectiveness of the epic¿ and epic¿ supra valves has not been established for the following specific populations: patients requiring pulmonic or tricuspid valve replacement." B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: durability of porcine and pericardial prostheses in tricuspid valve replacement.

Event description:
The article, "durability of porcine and pericardial prostheses in tricuspid valve replacement", was reviewed. The article presented a retrospective, single center study to to directly compare porcine and pericardial tricuspid prostheses, with extended follow-up at a single institution. Devices included in the study were medtronic mosaic, edwards model 6625, medtronic hancock, abbott biocor, abbott epic, edwards model 6900, and edwards model 7300 tfx. The article concluded there were no differences in survival or durability between porcine and pericardial valves. In most patients undergoing tricuspid valve replacement, choice of porcine versus pericardial prosthesis is unlikely to affect clinical outcomes. [The primary and corresponding author was brittany zwischenberger, division of cardiothoracic surgery, department of surgery, duke university, durham, nc 27710, united states, with corresponding email: brittany.zwischenberger@duke.edu] the time frame of the study was from 1975 to 2022. A total of 686 patients were included in the study, of which 74 (10.8%) received an abbott device. In the porcine valve group, the average age was 56 years and the majority gender was female. In the pericardial valve group, the average age was 63 years and the majority gender was female. Comorbidities included hypertension, heart failure, coronary artery disease, prior cardiac surgery, severe tricuspid regurgitation, intravenous drug abuse, coronary artery bypass graft, aortic valve replacement/repair, mitral valve replacement/repair, left ventricular assist device, and maze procedure.